Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was skipping dates and jumping a few days ahead. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: a review of the pump¿s history showed manual time/date changes. The manual time/date changes made the total daily doses appear inaccurate. A time keeping accuracy test was performed, the pump maintained time accurately during 5 day duration test; however, when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. The pump cover was removed; a visible inspection confirmed the internal clock battery was leaking. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.